Event description:
It was reported that the puller wire at the distal tip of the catheter broke, causing the deflection of the catheter to fail. No pt injury was reported.

Manufacturer narrative:
Biosense webster became aware of this reportable malfunction upon evaluation of the complaint product. The product analysis investigation showed a deflection puller wire slug that popped out of the slot causing the failure. All unused variable lasso catheters that were distributed prior to 03/25/08- which could potential display this failure mode- have been removed from the field. Variable lasso catheter recall. In addition, a corrective action has been opened to address and resolve this issue.